Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that pre-surgery it was observed that the motor device was displaying an e2 error code. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor had excessive vibration due to corrosion on the locking components, flex circuit and the motor which caused the e2 error code.. The assignable root cause was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.